Event description:
I've had the essure for 4 years and since I've had this device, I have lower back pains to where I can't move. Also abdominal pain. Going to the hosp is no help for me because of the awareness of this device.